Event description:
It was reported that prior to implant telemetry revealed low battery voltage. When the device had warmed up and was interrogated later, the battery voltage was at a normal level. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.